Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported u by kotex click tampon (regular) string pulled out during removal and the top was falling apart after extraction. Experienced vaginal irritation / rash (itchy at first and then got really sore and really red). Visited doctor and was treated for a yeast infection and vaginal dermatitis.